Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the surgeons attempted to remove a large tumor through a transsphenoidal approach using the cusa clarity and transsphenoidal tip¿ (later clarified as c7415s cusa clarity 36khz curved extended microtip plus) on (B)(6) 2019. A potential overheating of the tip was reported and caused a burn. The incident resulted in extensive bleeding and the surgeons had to use a shunt in order to diminish intracranial pressure. The patient is currently critical. The nursing staff indicated to the contrary that the tumor was tough and the doctor turned off tissue select in order to get through the meningioma with maximum power. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The failure analysis will not be possible because ¿customer is not willing to provide any further information¿; therefore, the reported condition is unconfirmed. The DHR review was not possible because the customer just provided the catalog # c7415s, ¿cusa clarity 36khz curved extended microtip plus¿, but not the lot number involved in the event. The complaint information indicates the following: ¿initial comments were that the clarity transsphenoidal tip overheated and caused a burn which resulted in the bleed. Nursing staff has indicated to the contrary that the tumor was tough and the doctor turned off tissue select in order to get through the menengioma with maximum power.¿ the IFU and integra cusa clarity user¿s guide were reviewed and in the section of warnings and cautions mention the following regarding overheating condition: ¿potential burn hazard - cusa clarity tips utilize a silicone flue. Compressing the flue against the side of the vibrating surface along the length of the tip may cause excessive heating, which may burn the adjacent tissue of the surgical site.¿ ¿excessive loading of cusa clarity tips at the surgical site may induce heating due to vibration and acoustic power transmissions. Thermal management of the surgical site with the aid of the appropriate irrigation and aspiration settings is essential.¿ based on the complaint information and the documentation review findings, the reported condition could be related to incorrect use of the product.

Event description:
N/a.